Event description:
It was also noted that the right ventricular lead exhibited a capture threshold that has slightly risen.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic with a high right ventricular pacing lead impedance. The impedance values had more than doubled but was still within range. The patient would continue to be monitored. No patient consequences reported.